Event description:
Twist drill broke during surgery. Surgeon was not able to retrieve broken portion from patients bone.

Manufacturer narrative:
No product is available for evaluation. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow up report will be sent.